Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer stated while using the avea ventilator, it is alarming loss of gas, safety valve open, apnea interval, low peep and low ve. The customer stated there was no patient harm associated with this event.